Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported that her follow app was not working resulting in low glucose levels that were followed by seizures. No other event details were provided. Date of issue is an approximation. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.